Event description:
It was reported that the patient presented in clinic for routine follow up. It was found that the patient's right ventricular lead exhibited lead noise. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported events of oversensing noise, low pacing lead impedance and insulation damage were confirmed. As received, a complete lead was returned in two pieces. Final analysis found an internal insulation abrasion at the proximal region of the lead breaching the ring electrode and inner coil lumens, with one ring electrode cable coating and the liner also found to be abraded. The cause of the reported event of insulation damage was due to the internal insulation abrasion found while the cause of the reported events of oversensing noise and low pacing lead impedance was due to the exposure of the ring electrode cable and inner coil conductors at the abrasion zone.

Event description:
New information received notes that the patient's right ventricular lead exhibited noise over-sensing and low pacing impedance resulting in syncope, fatigue and dizziness. The lead was explanted and replaced. Upon extraction, insulation damage was noted. The patient was stable.